Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation. Per the product evaluation, the customer report of pvl was confirmed through the echo report. The x-ray demonstrated wireform intact and frame expanded. No visible inconsistencies were observed on the valve. Wireform was exposed on commissure 2. One green suture remained attached to the sewing ring at the black stitch marking around leaflet 2. Suture holes were visible near the other two black stitch markings on the sewing ring; one suture hole near each. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm pericardial aortic valve was explanted due to severe pvl after an implant duration of 39 days due to a gradual valve displacement at between the right coronary sinus and noncoronary sinus. As reported, in this portion of the annulus, the 23mm valve seated correctly at implantation but in the following days, a slow and gradual detachment of the prosthesis occurred, until it fell into lvot in the portion without calcifications causing acutely severe pvl. Indication for the implant surgery was severe aortic stenosis of the native valve in this patient with filling heart dysfunction. Procedure performed on minimal invasive mini-sternotomy with hockey stick aortotomy. Annulus was regular-circular in shape, not heavily calcified and debridment was regular. Sizing and valve seating were ok. Multifilament etibond 3-0 sutures were used with basic suture technique and interrrupted suturing. No pledges used. Valve was implanted successfully. As reported, intra-operative echo showed good results. After the procedure the patient was noted was discharged in good condition from the ICU. However, the post-operative course was complicated by 1) respiratory insufficiency, 2) positive culture for bacteriogocci, 3) hepatic insufficiency, 4) post-operatory anemia needing blood transfusion 5) hypoalbuminemia treated with infusion of 20% albumin, 6) trombocitopenia and 7) sternotomy infection (candida) which needed vac-therapy (vacuum-assisted closure of a wound). On pod+39, the valve was explanted and a 25mm edwards valve was implanted in replacement. Despite the procedure was successful, the patient had fatal post-operative progression and passed away 21 days after the redo surgery due to septis and prolonged lung ventilation that caused progressive hemodynamic failure and multi-organ failure. As indicated by the surgeon, the partial detachment of the aortic prosthesis (23mm valve) and septicemia by candida albicans caused acute heart failure, leading to acute renal, lung and hepatic insufficiency, up to multi-organ failure and death. As reported pvl +1 was noted on pod+2. As per echo reports, it was detected pvl "light" (gmean 10mmhg) on pod+11, "little" (gmean 9.3mmhg, gmax 22.1mmhg) on pod+16 and severe on pod+38. In the echo at day pod+38, it was observed that the 23mm valve was not well seated between righ and the non-coronary sinus falling into lvot, in an annulus portion where there was no calcifications. Before redo surgery blood cultures and swabs of the dehiscent sternal wound were negative and uroculture was positive for e.coli (effectively treated with antibiotic therapy). After redo surgery: blood cultures and urocultures (pod+2 and pod+10) were positive for candida albicans; bronchoaspirates were positive for candida albicans (pod+2) and stenotrophomonas maltophilia (pod+10).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information that one suture, from the nadir of the right coronary sinus, was broken. It was reported that this was probably due to tissue fragility. The valve fell 2-3 mm under the annulus in the lvot, in the portion between right coronary sinus and non-coronary sinus. It was clearly visible and also on the trans-esophageal echo. Coding. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device was returned for evaluation, but the evaluation has not begun. A supplemental report will be submitted. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm pericardial aortic valve was explanted due to severe pvl after an implant duration of 39 days due to a gradual valve displacement at between the right coronary sinus and noncoronary sinus. As reported, in this portion of the annulus elite valve seated correctly at implantation but in the following days, a slow and gradual detachment of the prosthesis occurred, until it fell into lvot in the portion without calcifications causing acutely severe pvl. Indication for the implant surgery was severe aortic stenosis of the native valve in this patient with filling heart dysfunction. Procedure performed on minimal invasive mini-sternotomy with hockey stick aortotomy. Annulus was regular-circular in shape, not heavily calcified and débridement was regular. Sizing and valve seating were ok. Multifilament ethibond 3-0 sutures were used with basic suture technique and interrupted suturing. No pledges used. Valve was implanted successfully. As reported, intra-operative echo showed good results. After the procedure the patient was noted was discharged in good condition from the ICU. However, the post-operative course was complicated by 1) respiratory insufficiency, 2) positive culture for bacteriogocci, 3) hepatic insufficiency, 4) post-operatory anemia needing blood transfusion 5) hypoalbuminemia treated with infusion of 20% albumin, 6) trombocitopenia and 7) sternotomy infection (candida) which needed vac-therapy (vacuum-assisted closure of a wound). On pod+39, the valve was explanted and a magna ease valve size 25mm was implanted in replacement. Despite the procedure was successful, the patient had fatal post-operative progression and passed away 21 days after the redo surgery due to septis and prolonged lung ventilation that caused progressive hemodynamic failure and multi-organ failure. As indicated by the surgeon, the partial detachment of the aortic prosthesis (intuity) and septicemia by candida albicans caused acute heart failure, leading to acute renal, lung and hepatic insufficiency, up to multi-organ failure and death. As reported pvl +1 was noted on pod+2. As per echo reports, it was detected pvl "light" (gmean 10mmhg) on pod+11, "little" (gmean 9.3mmhg, gmax 22.1mmhg) on pod+16 and severe on pod+38. In the echo at day pod+38, it was observed that the elite valve was not well seated between righ and the non-coronary sinus falling into lvot, in an annulus portion where there was no calcifications. Before redo surgery blood cultures and swabs of the dehiscent sternal wound were negative and uroculture was positive for e.coli (effectively treated with antibiotic therapy). After redo surgery: blood cultures and urocultures (pod+2 and pod+10) were positive for candida albicans; bronchoaspirates were positive for candida albicans (pod+2) and stenotrophomonas maltophilia (pod+10).